Event description:
It was reported that the cadd® cadd® administration set leaked. No adverse events to the patient were reported.

Manufacturer narrative:
One cadd administration set was returned. The sample was visually inspected at a distance of 12" to 24" under normal conditions of illumination. A hole between the solvent bond of the pump tube and the tube 60" was found. The root cause was attributed to a bad bond, weld connection. A CAPA was issued to implement actions for this failure mode. Since the lot number is unknown, it's unknown if the product was manufactured after implementation of these changes. The manufacturing and quality inspection processes were reviewed and considered adequate and correct.